Event description:
It was reported that leakage of urine from the urethra during catheter placement. Per follow up information received via ibc on 07jun2024, they confirmed there was no patient impact and only leakage was identified.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received four (4) photo samples. All photo samples showcase an overview of all-silicone temp sensing foley catheter and its packaging. Visual: received one (1) used all-silicone temp sensing foley catheter without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.045") and (0.4255") from the trifurcation. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that leakage of urine from the urethra during catheter placement. Per follow up information received via ibc on 07jun2024, they confirmed there was no patient impact and only leakage was identified.